Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. Only the delivery device and the tension spring assembly were returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. There was blood on the seal and no delamination or cracks were observed. The seal was completely unwrapped/ unfold. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible on the delivery device and in the tube indicating that there was a successful attempt to deploy the seal into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based on the evaluation results, the reported complaint was not confirmed for any failures.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.